Event description:
Patient received a fractionated co2 resurfacing treatment on face with the cortex system on (B)(6) 2014. The patient reported that her face was still raw with minor burns on (B)(6) 2014; a shorter recovery time had been anticipated. The physician user reported aggressive settings used for the resurfacing. Conclusion yielded that burns resulted from settings that were too aggressive and a possible subsequent minor infection. Burns may result in minimal scarring.